Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of dyspnea and fatigue caused by heart failure exacerbation. A device interrogation found episodes of inappropriate automatic mode switch (ams) caused by right atrial (ra) lead noise, and the patient had become symptomatic to asynchronous pacing after programming adjustments were made. Further programming interventions were made but were unable to completely resolve the issue. The patient was stable.